Event description:
Boston scientific received information that this right ventricular (rv) lead was damaged around the tip after an extraction procedure due to bad r-wave amplitude and pacing threshold of the lead, extraction has been performed. Therefore, another rv lead has been implanted and the lead will be returned to bsc for analysis. Additional information indicates that the lead fracture was determined through visual inspection. Lead fracture was located at the distal part of the lead, between the lead tip and ring. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--